Manufacturer narrative:
The micor extractor was returned to the manufacturer and evaluated. The device was subjected to visual inspection and functional testing. There was no damage or device malfunction identified and the device met specifications and performed as intended. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
A patient underwent cataract surgery in the right eye on (B)(6) 2024, where the micor lens fragmentation system was used to remove the cataractous lens fragments. The capsular bag ruptured while attempting to remove the epinucleus shell with the micor extractor tip. The intraocular lens was able to be implanted in the capsular bag and there was no vitreous prolapse. The surgeon attributed the capsular damage to the micor extractor tip. At the one-day postoperative visit the cornea was clear. The surgeon does not anticipate any long-term sequelae. Additional patient follow-up was provided by the surgeon on may 30, 2024 who reports the patient is doing well. At the patient's last visit on may 30, 2024, iop improved and visual acuity remained stable. Refer to b6 for details. The patient is scheduled for next follow-up on july 11, 2024.